Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized, in (B)(6) of 2016 and september 2016, for high blood glucose of 800mg/dl and diabetic ketoacidosis. The customer indicated that the pump was worn in (B)(6) of 2016, but was off of the pump in (B)(6) of 2016. The customer was advised to call back if further assistance is needed as they were unable to troubleshoot.